Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead revision was recommended.